Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the pacemaker could not maintain rf telemetry while still in the box. The device was interrogated and was able to make the connection. The device was rebooted and reinterrogated. The device still could not maintain rf connection. The device was not used .